Event description:
Ventilator was not putting out the correct air flow volume required to respirate pt. Pt's et tube was removed and replaced unnecessarily to affirm pt's airway was proper prior to checking the ventilator. When the ventilator was checked, it was found to malfunction.